Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted (B)(6), 2014 due to unknown reasons. More information has been requested but was not available at the time of this report, (B)(6), 2014.